Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The suggested event may be detected and prevented by handling device in accordance with the following IFU. IFU: gif-1100 operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the bending angulations was out of standard values; the strong wire had tension; the bending section cover glue was worn; the charged coupled device cover lens was chipped; the connecting tube protector was torn, and the scope body seal was separated.the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned to olympus, the gastrointestinal videoscope without any specific information/malfunction reported. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: a white rubbery material was clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.